Event description:
It was reported that four patients were symptomatic after their pipeline procedures while using the marksman as the delivery catheter with one patient expiring as a result of one of the procedures.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation. (B)(4).